Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to not liking the pump as the patient could not pump it up enough for a good erection. The ipp cylinder, pump, and reservoir was explanted and a new tactra penile prosthesis was implanted. The patient is healing up well following the procedure.